Event description:
It is reported that a customer had high blood glucose and erratic readings on his insulin pump. The patient's blood glucose level was at 275 mg/dl. Patient's symptoms were irritability and excessive thirst. Customer's states that two of the reservoirs to his insulin pump have failed because of a crack and a leak in the device. Patient did not contact their health care provider for treatment for high blood glucose. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement, unexpected restart error test, basic occlusion, prime and excessive no delivery tests. The insulin pump reservoir o-ring functioned properly. The insulin pump was received with a cracked reservoir tube and no moisture damage was found inside of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.